Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional indicated that the pump was implanted on the left lower quadrant. The catheter was at t10. X-rays were performed on (B)(6) 2016, they also attempted catheter access port aspiration with dye study to follow on (B)(6) 2016. They were unable to aspirate. The patient was sent to the surgeon and scheduled for catheter exploration with possible replacement following the attempted procedure on (B)(6) 2016. It was noted that the patient went to the operating room on (B)(6) 2016. The patient had an ascenda catheter and all parts of the ascenda catheter were not visible on x-ray. The patient ended up having the catheter replacement due to erosion and kinking in the lumbar region. Medical record was attached: the diagnostic radiology report noted that the patient was examined on (B)(6) 2016 for an abdomen x-ray ordered by the managing doctor clinical: chronic pain, pain pump findings: a pain pump reservoir was present in the left lower quadrant. A short segment of the catheter tubing was seen in the posterior subcutaneous tissue on the lateral radiograph. There was dense stool throughout the colon, no free air. There was left hip arthroplasty impression: there was a pain pump in the left lower quadrant. Short catheter segment posterior. Remainder of catheter tubing was not well-visualized, dense stool throughout the colon the ap and lateral radiographs of the lumbar spine were obtained findings: the bones appear demineralized, alignment was normal, the vertebral body heights were preserved. There was osseous fusion across the t12-l1 disc space and degenerative spurring throughout the lumbar spine, most prominent at l1-l2. A pain pump reservoir was present in the left lower quadrant a short segment of tubing was present in the dorsal subcutaneous tissues at the l4-l5 level. Impression: stable exam. There were degenerative changes throughout the lumbar spine and osseous fusion across the t12-l1 disc space. There was a pain pump catheter in the left lower quadrant with a segment of catheter tubing noted in the dorsal subcutaneous tissues. No additional catheter tubing was visualized. Twelve rib bearing vertebral bodies were imaged, there was normal alignment. The vertebral body heights and the intervertebral disc spaces were normal. The tip of the intrathecal pain pump catheter was present dorsally at the t8 level, unchanged. Impression was an unremarkable exam. Clinical history: the patient reported decreased function of the intrathecal pain pump following manipulation. They suspected malfunctioning of the intrathecal infusion pump hence the need for evaluation. The manufacturer's representative was present and assisted with programming and controlling the pump during the procedure. Following informed consent, the patient was placed supine on the table, slightly oblique to project the infusion pump located in the right lower quadrant perpendicular to fluoroscopy. The access port was localized, and the overlying akin was prepped and draped in sterile fashion. Following local infiltration with 1% lidocaine, the access needle was then advanced through the skin into the access port, firmly seated. Less than 0.5 cc of fluid could be aspirated from the reservoir despite several attempts. Contiguity of the catheter was difficult to confirm immediately adjacent to the pump body despite oblique positioning, the subcutaneous catheter course extending toward the lumbar region appeared mechanically intact. Impression: abnormal pump evaluation, with inability to aspirate csf normally from the pump reservoir which indicated malfunctioning pump/catheter apparatus likely interrupted catheter near the pump body. As a result, the injection and computed tomography (CT) were canceled, the patient was asked to come to the office to review the results after the test, patient went to lunch first so was not seen by the managing doctor. Patient was given an appointment for later in the week but called to cancel due to not feeling well, ¿ineligible¿ was rescheduled an operative report was also provided. On (B)(6) 2016 the pre-op diagnosis was intrathecal morphine pump and possible catheter occlusion. The procedure was noted as; removal of pump, exploration of catheter, replacement of old pump with placement of new catheter description: patient had a general endotracheal anesthetic. Patient was positioned in lateral decubitus position, left side up. Sterile prep and drape of the abdomen, the left flank and lumbar spine. They made an incision in the scar over the pump, the pump was removed. The catheter was intact and was properly connected to the pump. The catheter was removed from the pump and there was no flow of cerebrospinal fluid (csf)obtained at the distal tip of the catheter. They then cut the catheter just distal to the connection in the abdominal pocket to see if they could get csf to flow and there was no csf f lowing at this space. It was noticed that they also aspirated with a needle, and actually, prior to disconnecting the catheter, they aspirated from the aspiration port with no csf. They concluded that the malfunction was in the lumbar region. They opened the lumbar incision and identified the catheter as it was secured to the fascia , the catheter was appropriately secured to the fascia. They cut it distally to this to see if they had any flow of csf at this level and there was none. They concluded that the catheter occlusion was distal to the fascia. The catheter was removed from the spine. About 3cm distal to the fascial insertion, there was an erosion, kinking and abnormality of the catheter, this appeared to be the point where the catheter was making a turn as it passed the lamina. They suspected the arthritic process in the patients spine had progressed since the pump was placed and this arthritic process with narrowing of the intraluminal space led to damage to the catheter. They then placed a new catheter and had to go a little higher, they inserted it with a touhy needle at 2-3, got good csf flow, passed the catheter to the top of t10 and had good csf flow. They appropriately secured the catheter to the fascia, passed it to the abdominal pocket, placed it appropriately and connected it to the pump. The pump was secured with 4 separate heavy sutures to the fascia. Both wounds were meticulously closed in layers. The sponge and needle counts were counted twice and were correct. Blood loss was minimal. There was no complication.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was receiving 10 mg/ml morphine at 1.649 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had his pump refilled on (B)(6)2016. The hcp refilling the pump was noted to be new and was being trained and the hcp was poking her fingers up, around, and under the pump. Two days after the refill, the patient hurt "real bad" around the area of the pump and was progressively getting worse with very much discomfort. It was also noted that the patient's skin and the area around the pump was numb. It was asked if the catheter could have come loose, however it was noted that the patient had called the doctor and was assured that nothing could have come loose. It was noted the patient had not heard any audible pump alarms. The patient had faxed his hcp regarding his issues and was assured that "nothing could ever go wrong with the pump" and everything was fine. An x-ray was requested by the patient to be done to see if the catheter came loose, but the hcp did not order one. The patient was contemplating going to the emergency department to have an x-ray done. It was later reported that it was unknown what led to the patient's increased pain and numbness at the pump site. There was no known device issue or therapy problem and the pump refill on (B)(6) 2016 occurred without any issues or patient complaints at the time of the procedure. It was noted at that time that there were no diagnostics performed as there was no reason to believe that the increased pain was related to a device issue. It was noted that the patient denied any redness or edema over the pump site. The patient was verbally assured that it was not possible to damage the pump or tubing by palpating around the pump. Additional information was received on (B)(6) 2016 noting that the patient had an x-ray "last week" to prove the pump was "infallible". Additionally, on (B)(6) 2016 the patient went to the hospital to do a "specific type of x-ray" to check the pump and catheter line. It was noted that a device manufacturer representative (rep) was present. It was stated that they saw the pump, but could not see any of the catheter. The patient stated the rep went "extremely nervous" and started to make "all kinds of calls" after the procedure was done. It was also noted that the doctor's nurse wanted to see the patient as soon as they could. The patient went over quickly after eating lunch, but the hcp had to leave for an unforeseen issue and the patient did not get to talk to the hcp. It was stated that the doctor who did the procedure told the rep there was "nothing there". On 2016-10-19 (B)(4), (con, rep): additional information was received from a consumer via a manufacturer's representative regarding a patient's implantable infusion pump system. It was reported on 2016-10-19 that the patient had received unsuccessful pain relief. A dye study was performed and during an exploratory surgery with the pump exposed the healthcare provider was unable to aspirate the catheter access port. During an exploratory surgery a pinch in the catheter was observed. The pump system was explanted on (B)(6) 2016 and the issue was noted to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.